Manufacturer narrative:
The philips remote service engineer (rse) stated that the customer checked the speaker settings in windows, and they noticed that when they clicked on the windows start menu nothing was loading, this also happened when they tried to open a folder on the desktop. The customer performed a hard reset on the device and after that the surveillance station started back up and the sound worked as intended. Further investigation into the logs of the system did not reveal a conclusive cause. One issue identified was a high memory usage, that in combination with the symptoms of the system could indicate a bad sector on the random-access memory (ram). After talking with the customer and explaining the situation it was concluded that the best course of action is to order a replacement stick of ram so that the biomed department can exchange this when it best suits the ward.

Event description:
It was reported that the patient information center ix stopped playing sound even though the sound volume was on. The biomed tried changing the audio input and the speakers but the issue persisted. A restart was performed which resolved the issue. The device was in use on a patient at the time of the event. There was no adverse event reported.